Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated his ins "won't take a charge" stating "it died". The patient connected to their recharger with the ins and described the ins charging screen stating and the patient had full coupling. Through troubleshooting, the patient stated there is normally a lightning bolt in icon in the upper left corner of the screen, but there was no lightning bolt and thought it indicated the ins was not charging. It was reviewed with the patient the ins is currently off. The patient attempted to turn the ins on with their programmer, but saw the charge ins screen. The patient also mentioned there will be a difference in the charge level of the ins showing on the recharger and ins. The patient also mentioned he can normally go 2.5 weeks between charging their ins, but had to charge his ins after 1.5 weeks this time even though he had not changed stimulation parameters. The patient stated he had turned the ins off to save the battery life, but saw that ins charge was still depleting even with the stimulation turned off. The patient was advised to turn stimulation on when the ins is sufficiently charged and to call back in equipment is not working as intended. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.